Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary cubie was not opened when trying to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the drawer opened, but the cubie lid failed to open. A technical support specialist (tss) remotely accessed the system and restarted the cubex application to resolve the issue and able to issue the item. The system functioned as intended after the technical support specialist troubleshot the device.